Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed sodium (na) results on 5 patients generated on the architect analyzer. The customer stated that 5 different patients gave initial na results of 120mmol/l / repeated = normal range (example 139mmol/l) and the customer's normal range = 134-143mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint involves intermittent false low sodium results generated by architect (B)(4) with ict module serial number (sn) (B)(4). The customer resolved the issue by replacing the ict module. A return was provided, but not necessary for the investigation. A 12-month review of complaint and trending data did not identify an any other complaints for the ict module, sn (B)(4), or trends associated with false low sodium results for the ict module list number 09d28-03. A review of complaints for the architect c4000 instruments revealed no systemic issues or trends associated with the issue described in this complaint. All ict modules must pass manufacturing performance verification testing (installed, calibrated and tested) before they are released for shipment to customers. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c400, serial number (B)(4), or the ict module, sn (B)(4).